Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon eval, the charger/modem would not power on. The cause of the inability to power on is a defective power supply unit. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective power brick. The last pt to use this charger/modem did not report any deficiencies.